Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, ongoing, route, frequency not reported) and amikacin injection (125mg, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that all antibiotic treatment was discontinued, the patient was discharged and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.